Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned in segments, analyzed and the proximal conductor was fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay cosmetic environmental stress cracking, the outer tubing had environmental stress cracking breach/breach (non-electrical), the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and the lead was stretched. The lead was received at analysis with the steroid ring missing. It cannot be determined when this occurred. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that the right ventricular lead had high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.